Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted on (B)(6) 2019. The patient stated they had last calibrated the device in the evening on (B)(6) 2019 before going to bed. At 5:00 am on (B)(6) 2019 his cgm alarmed for a value of 79 mg/dl. He drank an apple juice, then went to the restroom and collapsed, sustaining a minor head injury from hitting a wall. Paramedics were called. They checked a fingerstick sample and the bg value was 35 mg/dl but the cgm reading was 71 mg/dl, which then dropped to 61 or 62 mg/dl within about 30 seconds. The patient was taken to the emergency room and at the time contact, was being transferred to a separate hospital to rule out any neurological complications from having hit his head. No emergency medical services (ems) or hospital treatment information was provided. His wife stated he was in stable condition. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.